Event description:
The customer contact reported during testing at the user facility, the device touchscreen does not work and was out of calibration. The device was returned to the biomed dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.